Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, medical staff conducted a self check on the equipment and found an error when the power was turned on. They immediately activated the backup ventilator without causing any adverse effects on the patient. No health consequences or impact